Event description:
The implantable cardiac defibrillator explanted after the pt was admitted to the hosp with palpitations due to ventricular pacing from the implantable cardiac defibrillator. The device was unable to be interrogated or reprogrammed.